Manufacturer narrative:
(B)(4). The covidien service engineer (se) troubleshot this issue with the customer over the phone. It was determined that the issue was caused by the customer not exiting the service mode appropriately therefore, causing the settings not to be saved. The customer was advised on the correct process to save the ventilator settings. The customer reported that the issue was resolved and no further assistance is required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient a 980 ventilator was not displaying the values. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.